Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella cp for mechanical circulatory support. At the receiving facility, the patient remained on support. However, the impella cp had been left in place via the retained peel-away introducer sheath. The limb associated with the access site became ischemic. The patient subsequently required limb perfusion intervention and fasciotomy for compartment syndrome. After 69 hours of support, the impella cp was explanted. Surgical repair of the access vessel was performed to achieve hemostasis. The patient survived the event.